Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain and fever. The cause was unknown. The patient was hospitalized for the event. Treatment for the event was unknown. Pd therapy was ongoing. The patient outcome was not reported. No additional information is available.